Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incident reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove the gripper line in this incident could not be determined. The reported patient effect of hemorrhage appears to be due to procedural condition which in turn resulted in death. It should be noted that the reported patient effects of hemorrhage and death are listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The first clip (71018u185)was deployed on the mitral valve leaflets without issue. However, resistance was felt while retracting the gripper line; the gripper line was eventually able to be removed. Two additional clips were implanted and the mr was reduced to 1-2. The patient expired the same day of the procedure due to a hematothorax. Although the cause for bleeding could not be found intraoperatively, the physicians opinion is that the mitraclip procedure might have caused the bleeding. No additional information was provided.